Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. It is unknown how the touchscreen became cracked. Reportedly, the pump is still functional. There was no impact to the customer's blood glucose level. Reportedly, the customer has novolog pens available as alternate insulin therapy.